Event description:
It was reported that the lead exhibited high lead impedance and capture thresholds greater than 4.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.